Event description:
It was reported that the ilet device did not indicate charging as expected when placed on the supplied charging pad, despite attempts with multiple outlets and power cycling of the pad; the device charged successfully on a different wireless charger, and a replacement charging pad was arranged. Symptoms included no patient symptoms. Outcomes included no clinical impact and continued device use after successful charging on an alternate charger. Investigation included remote troubleshooting by the user and confirmation of function on an alternate charger. Investigation of this case revealed that the originally used charging pad did not provide effective power transfer to the device, while the device itself accepted charge normally from another charger, indicating a suspected accessory malfunction limited to the charging pad. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.